Event description:
It was reported that the manifold was clogged during a procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment and no adverse consequences associated with this event.

Event description:
It was reported that the manifold was clogged during a procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment and no adverse consequences associated with this event.

Manufacturer narrative:
The device is available for evaluation. A follow-up will be submitted if additional information becomes available and the product is returned. Device not returned for evaluation.

Manufacturer narrative:
The failure analysis engineering was able to confirm the reported event that the manifold was clogged. The purpose of the manifold basket is to filter debris. It is possible for the manifold to clog during high debris procedures. This can result in a loss of vacuum during the procedure.